Event description:
It was reported a patient's right ventricular (rv) lead presented with shock due to oversensing noise, high pacing impedance, high defibrillation impedance, and loss of capture. Programming changes were made. The patient was stable.